Event description:
Information was received from a patient (pt) regarding an external device. Patient reported they are having trouble charging the implant for a month or so ago and its getting worse. Patient stated they have done this 2-3 times. Patient stated they are getting code rm03, 3-4 times in the last month and they reset the controller. Patient stated its taking 5-6hrs to charge the implant, getting message to relocate and not getting excellent or good when recharging. Patient services (ps) asked patient to inspect the recharger for damage and if the rtm gets hot. Patient stated the rtm gets hot on the little box and paddle and there is no visible damage to rtm. Controller showed ins 30% and controller 80% charged and therapy is off. Patient stated it doesn't matter if therapy is off. Ps tried clarifying information and patient said when ins is at 30% its actually lower because he will turn therapy on and therapy will turn off in fast. Ps reviewed ins is designed to turn off when ins is low. Patient stated it is more hassle trying to charge the implant than getting relief from the therapy and he might as well get it removed. Patient reported they did not have a fall or trauma. The issue was not resolved. An email was sent to the repair department to replace the recharger device.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed there was a damaged connector. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type: recharger. H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the device was scrapped due to the recharge antenna failure of intermittent poor recharge quality and prm recording low numbers and due to fail t5180 (antenna temp). Suspected rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.